Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that he can see a bare copper wire coming from the belt and that he is also unable to remove the electrode from the monitor. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause for the pt not being able to remove his monitor from the electrode belt was due to a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.